Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1880. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1880 that was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: missing display window/cover, cracked keypad overlay, stained keypad overlay, battery tube threads - cracked, broken belt clip rails, cracked case (battery tube), cracked case-corner of belt clip rails, label damage (faded and stained), cracked case and scratched case. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when broken belt clip rails, cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Battery cap damage confirmed due to missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.